Event description:
The clinician reports the implant was inserted (b)(6) 2026 in ADA 30. On (b)(6) 2026, loss of osseointegration was verified. Patient presented with bone type III and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.